Manufacturer narrative:
During inspection and testing, the foreign material could not be removed from the nozzle; therefore, the material could not be identified. The nozzle was not deformed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the air/water nozzle of the subject device was clogged. The reported issue was observed while reprocessing the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. This report is being submitted for the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information was received regarding the customers reprocessing steps. The customer inspected the scope air-feeding function and objective lens cleaning function prior to procedures. Additionally, the customer followed the instructions for use. The air/water channel cleaning adapter was used for air/water feeding and the device was pre-cleaned immediate after the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.